Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-13642. It was reported that the patient was not receiving ineffective therapy due to high impedances. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. Note: since it is not known which device caused the high impedances, all devices are being reported on.

Manufacturer narrative:
No product returning, due to hospital policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.